Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of claudication as listed in the omnilink elite instructions for use (IFU) is a known adverse event. It should be noted that the omni elite instructions for use states: the omnilink elite peripheral stent system is indicated for the treatment of lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. Additionally, a secondary opinion was obtained by another physician stating that the omnilink elite stent was not well apposed to the abdominal aorta as the stent was not the right size for the vessel. The investigation determined the reported difficulties appear to be related to a deviation of the IFU. Although the patient experienced claudication, a conclusive cause and relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 the 8.0x39 mm omnilink elite stent was implanted in the abdominal aorta and two non-abbott stents were implanted in the iliac arteries. The patient had claudication with walking after 20 steps in (B)(6) 2014. The pain is from the back and hip area to the top of the legs/thighs. Angioplasty was performed in (B)(6) 2014 with only a mild improvement in the symptoms and there was no reported stent restenosis. There were also no blockages in the femoral arteries. A second opinion was obtained from a different vascular physician on (B)(6) 2017 who performed an angiogram in the catheterization lab. The physician reported that the omnilink elite stent was not well apposed to the abdominal aorta as the stent was not the right size for the vessel. The stent had migrated lower from its original target location in the abdominal aorta, but was still partially in the abdominal aorta. Another procedure will be performed in the operating room as the patient is high risk for stent fracture and vessel rupture. No additional information was provided.